Manufacturer narrative:
The customer's address is unknown. (B)(6) has been used as a default. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. DHR review: release date: 2/13/2019. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9025853 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that hair was found wrapped around the bd safetyglide¿ needle before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "hair found wrapped around needle." "When the hair was found around the needle, was the package sealed or open? The needle was sealed prior to attaching to syringe. The hair was wrapped around the needle itself under the cap. Were there any other needles found in this condition? No other needles were found in this condition. Are you aware of the date that this incident was found? This occurred (B)(6) 2020".